Event description:
The facility's tech reported an infusion pump with failure code 812:02 which occurred during biomed testing. Add'l contact info was requested but no add'l contact was identified. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.